Event description:
As reported, the activation button of a 7f exoseal vascular closure device (vcd) could not be pressed and the hemostatic plug could not be deployed during femoral artery puncture-site closure, resulting in device malfunction. Manual compression was used to achieve hemostasis after the device malfunction. There was no reported patient injury. The device was intended to close the femoral artery puncture site following cerebral angiography, intracranial arterial thrombectomy, and percutaneous basilar artery stent implantation. The procedure used an antegrade approach. Angiography confirmed femoral artery suitability with an insertion angle of approximately 40 degrees and vessel diameter greater than 5 mm, with no visible calcium, plaque, nearby stent, significant stenosis, prior closure within 30 days, or pre-existing vascular complications at the access site. A non-cordis sheath was used, and no difficulty was reported when connecting the device with the sheath. The deployment button was reported as fully depressed, and the device and sheath were removed as a single unit after approximately 1¿2 seconds; however, hemostasis was not achieved. The plug remained fully inside the shaft, and the indicator wire was still visible upon removal. The procedure was performed under local and general anesthesia, and the operator reported routine operation of the device prior to the malfunction. The device was returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the activation button of a 7f exoseal vascular closure device (vcd) could not be pressed and the hemostatic plug could not be deployed during femoral artery puncture-site closure, resulting in device malfunction. Manual compression was used to achieve hemostasis after the device malfunction. There was no reported patient injury. The device was intended to close the femoral artery puncture site following cerebral angiography, intracranial arterial thrombectomy, and percutaneous basilar artery stent implantation. The procedure used an antegrade approach. Angiography confirmed femoral artery suitability with an insertion angle of approximately 40 degrees and vessel diameter greater than 5 mm, with no visible calcium, plaque, nearby stent, significant stenosis, prior closure within 30 days, or pre-existing vascular complications at the access site. A non-cordis sheath was used, and no difficulty was reported when connecting the device with the sheath. The deployment button was reported as fully depressed, and the device and sheath were removed as a single unit after approximately 1¿2 seconds; however, hemostasis was not achieved. Clarification was requested regarding the button; however, it was not provided. The plug remained fully inside the shaft, and the indicator wire was still visible upon removal. The procedure was performed under local and general anesthesia, and the operator reported routine operation of the device prior to the malfunction. The product was not returned for evaluation. A review of the manufacturing documentation associated with lot 18483751 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, an antegrade approach was reported. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.